Event description:
(B)(6) has advised rayner intraocular lenses limited that during implantation of a superflex asperic 920h intraocular lens the trailing haptic amputated. The superflex aspheric 920h intraocular lens was implanted using the medicel accuject injector.

Manufacturer narrative:
(B)(4). The superflex aspheric 920h intraocular lens was explanted by the physician. A b&l mi60 intraocular lens was implanted in the same surgery session. The healthcare facility has confirmed that the pt was not injured as a result of this event. The superflex aspheric 920h intraocular lens is not available in the united states of america. However, the superflex aspheric 920h intraocular lens haptics are the same as those on the c-flex 570c and c-flex aspheric 970c intraocular lenses which are available in the united states of america. A review of production records confirms that all manufacturing and quality checks were satisfactory and that the lenses released from this batch were all within specification. Complaints since september 2011, the month of manufacture, were reviewed and we can confirm that no other complaints, of any type, have been received against the superflex aspheric (B)(4).